Manufacturer narrative:
A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during an anastomosis esophagus-jejunal by total gastrectomy in patient with gastric cancer, a mechanical suture device was used. Post-operatively, about 72 hours after the procedure, an anastomotic leak was observed along with dehiscence of 70% in the anastomotic line. An anastomosis by hand was performed.